Event description:
Patient death. Happened after inserting the final femoral implant after retrograde cement filling into the femoral canal. Subcapital fructures converted to hemi arthroplasty.

Manufacturer narrative:
The device associated with this report was not returned. The retained samples were conditioned and tested at an ambient temperature of 23 deg c. All handling and setting time results, dmpt results and bpo results were reviewed and they are all within specification. A search of the complaint database found complaints received by (B)(4) in the last 12 months for this issue - by lot number - 0; by product code - 3; by product family - 11 (hv 1, ghv 3, mv 3, gmv 4). The device history was reviewed: 3 unrelated non conformances on this batch. Micro and sterility tests passed. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Product would be sold under a different part number (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.